Manufacturer narrative:
(B)(4).

Event description:
A report received from (B)(6) stated, prior to use, the cuff was inflated but did not completely deflate. It was reported that no lubrication was used. Though requested, the method of determining inflation/deflation is not available. There was no patient involvement.